Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A mother stated that her daughter had a hakim valve (unknown ID) implanted on (B)(6) 2024, due to hydrocephalus. They went to the hospital for a checkup and had a magnetic resonance imaging (MRI). An attempt was made to reprogram the shunt after the MRI. An x-ray was performed due to the lack of confirmation that the valve had been reprogrammed, and it indicated that the setting was not where it should have been. It was also stated that there was a large amount of fluid around the valve after surgery, which collected in a space in the patient's head. They were informed that it was normal and would go away. On november 11, 2024, there was still fluid, but it does go away when the patient is sitting upright.

Manufacturer narrative:
The hakim valve was not returned for evaluation as the product remains implanted and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.